Event description:
It was reported that the patient is experiencing issues with their inflatable penile prosthesis (ipp) cylinder due to the cylinder not inflating. The patient will see the physician in his office next week. A patient outcome was not reported.